Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11 the device was not returned to olympus for inspection however, the customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event and troubleshooting was performed, the video settings were reviewed, and the correct image orientation was restored, also, a good connection to the system was ensured and the images were successfully released without any issues. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had an inverted image. The issue was found during installation. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. No troubleshooting steps were taken. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.